Event description:
A malfunction was reported on the pump, identified with malfunction code 12, but no notable events occurred prior to this. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and no recurrence of the malfunction code was noted after the reset. The customer was instructed to continue using the pump and to report back if any issues arise.